Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. No anomalies were noted along the length of the catheter at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip. The balloon was unable to be inflated to nominal pressure due to the leak. The inner guidewire lumen was examined underneath the balloon under microscopic magnification (13x) and a circumferential break in the guidewire lumen was noted 0.6cm distal to the glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection found a complete circumferential break in the inner guidewire lumen. When the device was inflated, the water was seen leaking out of the distal tip, due to the break. Therefore, the investigation is confirmed for both a break and leak. However, as the balloon was not able to be fully inflated due to the break, the investigation is inconclusive for the reported rupture. The break in the guidewire lumen caused the balloon to leak and not inflate. However, the definitive root cause for the identified break or reported rupture could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported that during an av shunt procedure, the pta balloon allegedly ruptured at 14 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an av shunt procedure, the pta balloon allegedly ruptured at 14 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.